Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter's display was missing segments. The medical surveillance specialist (mss) spoke with the patient on march 30, 2009 and obtained the following information. The patient reported that the alleged issue began on the evening of the day prior to original date. The patient informed the mss that he manages his diabetes by taking novor 3x/day based on a sliding scale and lantus insulin at bedtime (also on a sliding scale). As a result of the alleged issue, the patient stated that he was unable to test his blood glucose; however, he took his base amount of lantus insulin (20 units) that evening. Approximately 5-6 hours later, the patient claimed that he woke up from his sleep, sweating; a symptom he associated with high blood glucose. The patient reported that he drank water in response to the symptom and when he woke up later that morning he no longer was experiencing the symptom. At the time of troubleshooting, the alleged display issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.